Event description:
While discussing a patient's current situation, the customer states that back in 2005 a blood sample from this same patient generated axsym troponin-I adv assay results of 13 and 14ng/ml (exact date not provided). A cardiac catheterization was performed and no cardiac injury was found. No further information was made available regarding this event. There is no further impact to patient management reported.